Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had an occlusion alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "occlusion alarm" was confirmed during device evaluation. The root cause was due to the upstream occlusion sensor being out of range. The upstream occlusion sensor was calibrated to correct the reported condition.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. This device was evaluated on-site by a baxter field service technician. Upon completion of baxter's investigation, a follow-up will be submitted. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.